Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 362 mg/dl, 300 mg/dl, 391 mg/dl, 286 mg/dl and 410 mg/dl. The customer was treated with bolus. The customer was advised to monitor blood glucose. The insulin pump will not be returned for analysis.